Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur, and the customer was advised that they could continue to use the pump. The caller was instructed to contact support again if the malfunction code should appear in the future.